Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted **UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the sheath due to physician's error. There were no anomalies or malfunction noted on the iab itself. The iab was not used on the patient. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).